Manufacturer narrative:
An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding unit. The customer states the unit is under feeding.

Manufacturer narrative:
Submit date: 10/26/2016. An investigation of kangaroo epump was performed for the reported condition of; the unit is underfeeding. The unit was triaged and the complaint was confirmed. The cause of the reported condition was due to a faulty sensor; the unit¿s sensor was replaced to correct the problem. The unit was then fully tested; unit passed all testing. The unit was manufactured in 2012. A review of the device history record shows this device was released meeting all manufacturing specifications.